Manufacturer narrative:
After replacing the control box, the tech found the extension cable was loose. The technician reconnect the extension cable to repair the bed.

Event description:
Info received indicates when taking the hi/lo function up only, the foot end of the bed comes up.